Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The bag/vent switch was proactively replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital alleges that mechanical ventilation stopped. There was no report of patient involvement.